Event description:
Two day old baby weighing 2.6kg with a diagnosis of pulmonary atresia under went an aortic shunt bypass. On the evening of day three x-rays showed "white out" of right side. An emergency thoracotomy was performed. Source of problem was determined by surgeon to be the sunt, seroma of shunt continued on and off for 2-3 days, after 11 days patient developed a degree of tamponade, again "sweating" from the shunt was present. Shunt was removed and a left sided shunt was implanted.